Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise and a high capture threshold. The rv lead was explanted and replaced. There were no patient consequences reported.

Manufacturer narrative:
The reported event of lead noise and high capture threshold were confirmed. As received, a complete lead was returned in one piece. Electrical testing found a short between conductors at the distal region. Visual inspection found an external insulation at 17.0 cm from the connector pin consistent with procedural damage. Destructive analysis was performed and found inner insulation abrasion 4.2cm to 4.7cm and 5.7cm to 6.4cm from the distal tip. The cause of the reported events was due to abraded inner insulation.